Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided / unknown . Device brand name: not provided/ unknown device product code: not provided/ unknown . Device catalog/ lot number: not provided/ unknown . Initial reporter email address: not provided/ unknown . PMA/510(k) number: not provided

Event description:
It was reported that unknown zimmer screw fractured within the implant. The screw was unable to be removed and implant was removed. Tooth location 6.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Fractured screw piece within one impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was returned for investigation. Visual inspection of the as returned product identified significant wear and debris about the implant threads, and the collar is cracked and flared out. The internal drive feature is noted to contain the reported screw, which was too badly damaged to be removed. No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported product was located on tooth # 6 and used for approximately 3 years. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product (unknown fracture screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. DHR review was completed for the subject lot number 63206210 (tsvh13). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history review could not be performed without relevant screw item number and lot information. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or product (tsvh13 + zimmer screws). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.